Event description:
Patient reported that they are stuck at aligner #3 and their dentist that this will cause issue with their alignment and they do not recommend byte aligners. Requested additional information, provided hh tips and a lor if they want to cease treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.